Manufacturer narrative:
(B)(4). Insulin pump received with cracked bleeding lcd. Unable to verify software version and performed the displacement test due to cracked and bleeding lcd noted. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the crack on the middle of the screen of insulin pump. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.